Event description:
Facility reported that "pt pulled out his venous needle when he became confused during his dialysis treatment. Blood loss from the cannulation site estimated at 960mls." Dated 05 aug- 09. Based on the results of jmsna's clinical affairs investigation, the pt became confused about an hour into the treatment and pulled the venous needle out of the access. The clinical manager stated that this was her first medwatch and that she was told she could either report the needle or the machine. She stated there was no defect noted with the needle at all. They found no defect with the machine either, but did not complete a medwatch on the machine, just the needle. Pt expired the next day due to other health complications.

Manufacturer narrative:
According to the manager, the pt did not die due to blood loss, but from his other pre-existing conditions. Conclusion: based on the results of jmsna's clinical affairs investigation, there was no evidence that the needle contributed to this event. The clinical manager stated that there were no defects noted with the needle. There was no malfunction on the needle itself. From our preserved sample eval and DHR review, the complaint lot met the qa specifications prior to releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product.